Event description:
It was reported that the basket on the ptd separated from the cable during the second pass in a loop graft. The basket was removed from the pt using a snare and basket retrieval device. There were no additional complications.